Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an on-going neuro examination, the concerned units can only be moved in slow motion and no automatic or 3d runs were possible. The patient had to be moved; the procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in germany.

Manufacturer narrative:
H10: siemens completed the investigation of the reported event. During a procedure, stand movement was only possible in "override mode" with reduced speed. A corresponding error message was displayed to the user. The operator manual contains adequate instructions for the safe operation of the system in this failure scenario, so that the procedure could be finished or stopped in a controlled manner if required. However, automatic runs like 3d are not possible for safety reasons. Because of this limitation, the user decided to perform the present procedure as a surgical procedure. The onsite service intervention revealed that the optical end switch (sensor and reflector) that limits the longitudinal movement of the flat detector and the sensor calibration unit was contaminated with oil, causing the sensor to be active. This resulted in the actual longitudinal movement of the flat detector being blocked and further stand movements were only possible in "override mode". After the contaminated parts were exchanged, the system worked as intended again. The detailed investigation of the defective parts did not reveal any root cause for the residual oil at the sensors. The system was inspected a few weeks later to rule out oil contamination from adjacent components as the cause. No renewed contamination could be detected. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. H11 corrected data: b2: other serious or important medical events was checked in error in the initial report submitted on october 10, 2022. Internal ID# (B)(4).